Event description:
On (B)(6) 2012 customer reported that discrepant differential results were recovered on the lh750 instrument for 17 patients, with and without instrument generated flags. Discrepant results were reported out of the lab for 6 of the patients. There was no death, injury, or change to patient treatment based on the discrepant results. The samples were repeated on another instrument (m5) where the results were consistent with manual counts. The lab replaced the automated differential results with the manual smear counts which were reported as correct. Customer provided printouts for the 17 patients with instrument-generated r flags to demonstrate the differential issue. Manual counts for these samples were not provided for correlation to instrument results. As such, it is unknown which specific differential parameters were affected. All 17 patient samples exhibited poor differential scatter patterns. Customer discontinued use of the instrument until serviced. The 5c controls were run before the event and were within acceptable limits. Quality control was performing within specifications with respect to controls (accuracy) and reproducibility (precision). Field service engineer (fse) inspected the instrument and found the flow cell plugged. Fse purged the plug from the flow cell. Instrument was verified with latron and 5c control old and new, and lots were acceptable.

Manufacturer narrative:
Evaluation codes, results, code (other). Flow cell.